Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep does not know why the patient got septic. Their weight is unknown and when the ins was removed the hospital disposed of the battery. No further complications were reported/are anticipated.

Manufacturer narrative:
Please note that only adverse event applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that an hcp removed the ins because it was septic. The rep stated that the patient went to the hospital on (B)(6) 2018 and the ins was removed the following day. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the rep and the hcp. The rep reported they were not present at the explant of the ins so they did not know which of the two inss was explanted on (B)(6), 2018. The hcp was contacted to try and obtain the information but a serial number was not listed in the operative report but they were able to find out that the ins and leads that were implanted on (B)(6), 2015 were explanted on (b)(, 2018. The devices implanted on (B)(6) 2015 are still implanted in the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their ins removed on (B)(6) 2018. As a result and upon viewing imaging on (B)(6) 2019 the cervical leads have migrated. They are considered unusable and are going to be removed. Additional information was reported that the x-ray was not available and the doctor thinks that the treatment of the pocket for the patient's infection was the cause of the leads migrating. No further information was reported.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-30. The rep indicated that it was not known yet if the leads that migrated would be removed. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.